Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with a pinkish contrast. A couple of battery compartment cracks were found, one from the grip pad to the threads and one to the left of the grip upward from the case seal. The bolus button cover was missing from the pump with no contamination observed on the button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at a couple of places and the display was dim and discolored. This report is made based on the results of investigation completed on (B)(4) 2015.